Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an increase in heartrate caused by the minute ventilation programmed maximum sensing rate. This behavior was reproduced with arm being rotations that the patient was performing during rehabilitation exercises. Programming adjustments were made to resolve. This device remains in service. No adverse patient effects were reported.